Event description:
This rv lead was implanted on (B)(6) 2010 and explanted for an unknown reason on (B)(6) 2012. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).